Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has an insulin pump that is not 2 months old and she is having a similar problem she had with the last pump. Customer stated that the pump thinks it was last filled on (B)(6) but it was really filled on (B)(6). Customer stated that she found the information was wrong in the status screen. Customer stated that the reservoir started on (B)(6) but it should have been on (B)(6). Customer stated that she changes the reservoir out every 3-4 days. Customer was informed to call back with the next infusion set change. Customer later call back and stated that when she changed the reservoir, the pump goes to the status screen and it is not giving her the correct time for when the reservoir started. Customer was advised to call back the next time she does a set change. Customer called back and stated that when she changed the reservoir, the pump goes to the status screen and does not give the correct time for when the reservoir started.